Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. No issues were noted. No accessories were included. A functional evaluation revealed the device failed the weight test. The piston migration was at 2.3 inches. The reported failure was confirmed and the root cause has been associated with a seal failure. The device has been in service for over 5 years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. A complaint history review concluded this was a repeat issue. The spider 2 instructions for use warns, ¿prior to each use equipment and components are to be inspected for damage. Always hold the spider2 and/or patient¿s limb while positioning the spider2. Do not release the spider2 and/or patient¿s limb until you are certain the spider 2 has locked.¿ a review of the spider 2 risk management files was performed and found multiple line items addressing this failure mode.

Manufacturer narrative:
H10: b1,b2: event updated to adverse event b5: event description updated h1: type of reportable event updated to serious injury.

Event description:
It was reported that, during set up for surgery, the "spider 2 tenet" had a loss of compression. The procedure was completed without the spider with no delays. No additional complications were reported.

Event description:
It was reported that, during set up for surgery, the "spider 2 tenet" had a loss of compression. Although the surgery was not delayed, it is unknown if a back-up device was available to complete the procedure. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.